Event description:
Additional information was received that the physician believed that the increase in seizures was due to loss of therapy from the faulted diagnostic test. When the patient was seen again on (B)(6) 20114, the output current was at the intended settings. Follow up with patient on (B)(6) 2015 revealed that patient¿s seizure control had returned to the pre-incident frequency, and she was tolerating her therapy well. Product information was also provided.

Event description:
It was reported that the patient&#39;s device had recently been found to be programmed to unintended settings. It was reported that a device diagnostics test had been performed approximately one month prior which may have caused the change in settings. It was reported that during this timeframe that the settings were changed the patient experienced an increase in seizures and sustained serious head trauma. Attempts to obtain additional relevant information have been unsuccessful to date.